Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during a procedure to treat bile duct stone performed on (B)(6) 2026. During the procedure, the cutting wire snapped, resulting in a deep incision to the common bile duct and causing bleeding. The procedure was completed with the same original device. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.